Event description:
This pt was agitated and required administration of ativan for sedation. Pt had an 8.0 et tube for ventilation. When checked for cuff pressure on et tube, found pilot balloon severed and laying on pt's chest.